Event description:
Information received by medtronic indicated that the customer had a blank display. Customer received low battery alert prior to blank display. Customer stated that the insulin pump battery cap, battery compartment or spring were not damaged. Customer stated that the display returned on changing the batteries next morning. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.